Event description:
It was reported to boston scientific corporation that a wallflex transhepatic biliary stent was used during a stent insertion procedure in the biliary tree on (B)(6) 2013. According to the complainant, the physician planned to place two stents in a stent-in-stent procedure. During the procedure, the physician successfully implanted the wallflex stent through the left side across the left and right hepatic ducts. The physician then attempted to place a second unknown stent through the first. As the second stent catheter was being pushed past the wallflex stent, the stent was dislodged and moved into the common bile duct. The physician used a balloon to push the stent into the duodenum. The device was left inside of the patient; however, it was reported that the physician is ¿not concerned¿ about the stent. The procedure was completed with another two wallflex transhepatic stents. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.